Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, vascular disease was noted at the access. While removing the non-medtronic sheath from the right iliac artery, the artery was damaged. Subsequently, a stent was inserted for hemostasis, however, it failed in hemostasis. The patient underwent replacement of a synthetic vessel. It was reported that the vessel diameter was partially insufficient to perform a transcatheter aortic valve implantation (tavi). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.